Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via chest x-ray and fluoroscopy. All electrical parameters were normal. The lead remains implanted.